Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device kept running and would not switch off when used with a cable to console device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece device was not working. It was noted that the electric control unit (ecu) and motor were faulty, and the device would not run. It was further determined that the device failed pretest for check function with the test hand switch, for check the power with power test bench, and check speed with the tachometer. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cable to console device ((B)(6) 2021). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from australia that during an unspecified surgical procedure it was observed that the electric pen drive device kept running and would not switch off when used with a cable to console device. It was reported that there were no delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.